Event description:
It was reported to philips that it was not possible to do fluoroscopy and save the images. A restart of the system did not solve the issue. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found errors in the logfile regarding a faulty power inverter (point) certeray. The fse replaced the power inverter, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in use for a coronary diagnostic procedure at the time of the event. The procedure was completed as planned after the system was restarted. It was noted that this issue was an intermittent problem. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and review of the system log files determined that the generator's power inverter unit was faulty. The logs were showing a "point: resonance frequency too high" error. The fse replaced the power inverter unit. After replacement of the power inverter unit, the system was returned to use in good working order. The power inverter unit was returned for analysis. However, the part was scrapped without analysis due to the age of the device. The codes were updated based on the investigation outcome.